Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01351 and medwatch 2210968-2012-01353. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Mesh exposure; dyspareunia. Corrected narrative: it was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Due to mesh exposure, pelvic pain, vaginal pain and dyspareunia, the patient underwent a mesh removal procedure on (B)(6) 2012. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-01351, 2210968-2012-01353 and 2210968-2012-04375. The same patient is represented in each medwatch.